Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle-pro safety device detached from the needle during a blood draw and left the needle in the patient's arm when the safety device was pulled away. This occurred two separate times. This report was created to capture the first patient mentioned chronologically in the report, with an unknown event date. There was patient involvement, and unknown patient harm/adverse event reported.